Manufacturer narrative:
Additional information: the complaint allegation was confirmed. One unpackaged aar-1370tc was returned for investigation. The returned device was visually inspected, and it was noted that the screw was damaged. The thread side profile is missing/damaged, as well a missing profile was observed at the proximal and distal end of the screw. It is unknown whether the quality or quantity of the bone. The most likely cause for the reported failure is a user error per dfu-0111 rev. 1. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Event description:
It was reported that during a cruciate ligament plastic the thread of the implant broke off when it was inserted. Here was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 11-may-2023 update dw further information were provided that the broken pieces were retrieved out of the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.